Event description:
Device 2 of 2 reference MFR. Report# 3006705815-2019-01254. It was reported that during a procedure to replace the scs system on (B)(6) 2019, (reference 3006705815-2019-01087 and 3006705815-2019-01088), the physician was unable to place the lead due to patient anatomy. The physician opted to explant everything and abandon the procedure.